Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary : the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device is in used condition as expected. The device is not broken, no breakages or cracks were found. The the inner shaft was removed, no structural anomalies were found. When performing the functional test, a sample suture was used, it was placed into the cutting groove, the device failed to cut the suture. The overall complaint was confirmed as the observed condition of the cordcutter *ea would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to hard and continuous use; since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to dullness on the cutter edge, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unknown procedure of the shoulder, it was observed that the cordcutter device was broken. During in-house engineering evaluation, it was determined that the device failed to cut the suture when performing the functional test. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.